Manufacturer narrative:
The reported events were lead dislodgement, high pacing threshold, r wave amp variation and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. The reported events of high pacing threshold, r wave amp variation were not confirmed while the reported event of helix mechanism issue was confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After the lead was cleaned, the helix was able to retract and extend when torque was directly applied to the connector pin. The full measured helix extension was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil.

Event description:
It was reported that the patient presented for follow up. An interrogation of the device revealed diminished sensing and high capture threshold exhibited be the right ventricular lead. A chest x ray confirmed that the lead had dislodged. The patient was scheduled for revision where an attempt was made to reposition the lead. However, the helix failed to extend. The lead was explanted and replaced. The patient was stable.